Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The sample has not been received yet but has been requested from the complainant. A supplemental medwatch will be submitted if further information becomes available. Reference exemption (B)(4).